Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/6/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code w9236t. A fracture was observed in the body the suture attachment of sample. Sample was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was confirmed. Additional information was requested and the following was obtained: did the second needle broke before use on the patient or during use on the patient? Unk if broken during use on the patient: please refer to the event description. It was reported that the needle had been found broken in the newly dispensed suture when it was opened preparing for surgery. Did a piece of the broken needle fell into the patient? If so, was it retrieved during the same procedure? What was done to retrieve the broken piece? Was additional dissection required in other organs/tissues other than the target tissue? If the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there is any future plans to remove it.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the second needle broke before use on the patient or during use on the patient? If broken during use on the patient: did a piece of the broken needle fell into the patient? If so, was it retrieved during the same procedure? What was done to retrieve the broken piece? Was additional dissection required in other organs/tissues other than the target tissue? If the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there is any future plans to remove it. Device return status/follow up? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events reported via 2210968-2021-05364.

Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2021 and suture was used. The needle had been found broken in the newly dispensed suture when it was opened preparing for abdominal closure surgery. The procedure was completed with a new like device. There were no adverse patient consequences reported. Additional information has been requested.